Event description:
The save to disk was received, analyzed and there was an out of specification finding on the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing seen with one ventricular non sustained tachycardia equal to 210 ms on (B)(4) 2011 12:36:56. In addition there was interference/noise as by ventricular short interval count equal to 104 counts, in 1.0 day, between (B)(4) 2011 16:25:38 and (B)(4) 2011 16:18:34. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.